Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable." The alarm was silenced, the settings were reviewed, and the clamp was closed. Reservoir volume was 8.7 ml, amount given was 76.35 ml, and the rate was 45 ml/24 hr. The patient was not affected. The event occurred while in use.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.